Manufacturer narrative:
Initial reporter unavailable from the site at the time of filing. A manufacturer representative went to the site to test the equipment. During testing the memory stick was unplugged and inserted back in, and the system then worked. The system then passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was occasionally unresponsive when using the ear, nose, throat (ent) software. There was no patient present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred three times. On the first occurrence, the navigation system was powered down and restarted. On the second, the navigation system was restarted. Following the third occurrence, the memory unit was reseated and the issue did not recur.